Event description:
Related manufacturer reference number: 2017865-2022-44203, related manufacturer reference number: 2017865-2022-44205. It was reported that the patient received inappropriate shock from the right ventricular (rv) lead due to noise oversensing. Device interrogation revealed high pacing impedance on the rv lead and premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the rv lead and ICD. During the procedure the rv lead was noted to be bent and fractured. The left ventricular (lv) lead was dislodged during the procedure and was explanted. The patient condition was stable.

Manufacturer narrative:
The reported events were noise oversensing, inappropriate shock, high pacing impedance, bent and fracture. As received, a partial lead was returned in one piece. The reported events of noise oversensing and inappropriate shock were confirmed. Visual inspection of the lead found internal insulation abrasion breaching between ring electrode cable lumen and inner lumen located between the shock coils with abraded ethylene tetrafluoroethylene (etfe) coating of one ring electrode cable and poly tetrafluoroethylene (ptfe) liner of the inner coil. The cause of noise oversensing and inappropriate shock was due to exposure of ring electrode cable and inner coil at the abrasion zone. The reported events of high pacing impedance, bent and fracture were not confirmed. Electrical and x-ray testing did not find any indication of conductor fracture except for cable discontinuities due to procedural damage. No other anomalies found except for procedural damage.